Manufacturer narrative:
(B)(4). Incorrect anatomy. It was reported that the xience v stent was implanted in a restenosed saphenous vein graft lesion. It should be noted that the xience v everolimus eluting coronary stent system instruction for use (IFU) states, xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. The reported patient effects of angina and stenosis/restenosis are listed in the listed in the xience IFU as known adverse events. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents for stent fracture reported from this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the patient was admitted on (B)(6) 2011 and was diagnosed with an 70-80% occluded saphenous vein graft/left anterior descending artery (lad), and a 3.0x28 mm xience v stent was implanted without complications. On (B)(6) 2012 the patient was rehospitalized with symptoms of angina. Angiography revealed the xience v stent in the lad had fractured and was restenosed. The restenosis and stent fracture were treated with the implantation of another stent. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.